Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings:a review of the black box showed power on reset events. The pump was returned with a crack in the battery compartment at the threads to the left side of the grip pad down to the seal. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no loss of power events. The complaint of intermittent power was not able to be duplicated during the investigation. Unrelated to the original complaint, the battery cap threads were stripped and were unable to fit. The cap became stuck when trying to remove it. A test cap was able to fit for testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.